Event description:
It was reported that the screw broke during procedure, all the pieces were removed from the patient. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
The complaint stated: ""it was reported that the screw broke during procedure, all the pieces were removed from the patient. A backup device was available to complete the procedure with no significant delay and no patient injuries. A shoulder joint repair operation was performed with a tendon ligament fixed rivet. The screw had been screwed in to find that the stitches were not inside the screw. When the screws were continued to twist in, the screw burst, was useless, and applied for replacement." The anchor has been returned with force fractures. The distal tip was freed. Maintaining axial alignment is critical for successful placement. It shows loss of axial alignment symptoms with proximal torque and leverage applied. Per IFU: "the use of approved smith & nephew surgical instrumentation is strongly recommended to prepare the insertion site and maintain axial alignment between the insertion site and the footprint ultra pk suture anchor. Establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole". The torque limiter is functional. The insertion rod advances and retracts properly. Audible click is heard with rotations. Per IFU: "rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint." The IFU also specifies technique details surrounding the anchor suture tension control and resetting of and says: "prior to removing the inserter, rotate the torque limiter knob counterclockwise one quarter turn, until a click is heard. This will help ease the release of the inserter from the anchor." No root cause related to the manufacturing process was established. Information added.